Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device air detector which was determined to be faulty. Additionally the investigation identified damage to the downstream occlusion seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The air detector and dso seal were replaced and the device passed all testing.

Event description:
It was reported that the air in line alarm was unresponsive. The event occurred during testing.